Event description:
Pulled out of service. While pt was on ventilator, the ventilator screen went blank, no settings could be seen to monitor pt. Pt was transferred to another ventilator. Vent was sent in for repair.